Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath hole prior to an iliac artery embolization and stent implantation interventional procedure. The device pre-flushed with saline prior use in the anatomy. Reportedly, there was no bleed back. Additionally, the suture was not present when the plunger was removed (a cuff miss occurred). The sutures of two new devices were successfully pre-placed. The sheath was upsized to a 20f, and the iliac artery embolization and stent implantation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was deployed after there was no bleed back from the marker lumen. It should be noted that the electronic perclose proglide instructions for use (eifu), states: "position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen." The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. It is likely that under insertion, clogged marker port/ lumen, and/or improper insertion angle contributed to the obstruction of flow. Also, an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.